Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
Product is not returned to manufacturer.

Event description:
The dentist report that an unknown abutment screw fractured. It was noted because the implant lost integration, therefore the implant was removed.